Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4). The dentist reported having removed the dental implant during its installation surgery in intraoral region #8. 15 n.cm of primary stability was achieved and the patient presented insufficient bone quality/ quantity (bone type iii).